Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported that PICC ended up with dvt. The placement date was (B)(6) 2024. No other information was provided. Additional information 04/25/2024: it was reported dvts to the affected extremity of the patient. Anticoagulation and extended stay due to dvt treatment.